Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The e-100 generator was analyzed, and the complaint was not confirmed by failure analysis. The unit was installed into the test system, and it worked as expected with vessel seal instrument installed. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 generator power button was red. The customer unplugged the vessel sealer (vs) instrument from the e-100 generator and cycled the breaker. The power button was white, but when the site plugged in the vs instrument, it turned red. The customer cycled the breaker again, and opened a new vs instrument, but the issue remained. The customer would let the surgeon know that the e-100 generator was not working, and that the vs could be used with the erbe generator. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: when the system was initially powered on, there were no error messages. The e-100 power button led was white. Upon connecting the vessel sealer instrument, the led turned yellow and kept flashing yellow. There were no error messages displayed on the monitor.